Event description:
The inadvertent exchange of the 1.7 mm al and 2.5 mm pb filters resulted in a pt underdose. A simple fix, disabling the beam when the pb filter is in the head, has been implemented and forwarded to the MFR. Event date shown as 12/15/94.